Manufacturer narrative:
Product manufacture date (10-may-2013) is pre UDI requirement. Product was received with complaint for investigation. Visual evaluation of the returned devices confirmed that the tasp bottom post feature has fractured off at its base and the crack separated the flat surface in two through a middle antero-posterior line; all three pieces were returned. The tasp exhibits many gouges and deformations on the top surface and around the posterior peripheral edges. The tasp top exhibits gouging and damage to the rails that the shim slides into, on the distal surface. The proximal condylar surfaces look worn. The feature alleged against was analyzed visually. The shim was not returned for exam since it was scrapped by the hospital. The part numbers and lot numbers of the tasp shim are unknown; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. These devices are used for treatment. It was reported that the surgical technique was employed and the devices broke outside of the patient when the construct was taken apart. However, it was also reported that the metal shim was likely not properly aligned and created its own grooves in the soft plastic parts upon forceful insertion. The tasp top and bottom had to be broken to retrieve the metal shim from the construct, once removed from the patient. Once pried off of the broken plastic tasps, the metal shim was reused without problem to proceed with the surgery. Therefore, there was no issue with the metal shim but rather with the surgical technique. Use error - possible misuse is considered as the root cause.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the metal shim stuck on the provisional during trialing. The provisional was fractured during the removal.